Manufacturer narrative:
Date of initial report: 2017-05-11. User facility has submitted report# (B)(4) regarding this issue. One used ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during a laparoscopic assisted vaginal hysterectomy, the device did not seal properly. There was no patient injury, and another device was used to continue the procedure.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-06-23. One used ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects, and the button was intact. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.